Manufacturer narrative:
Use error: per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. The customer did not know the cause of the incorrect date, but did not allege it was a pump issue. Blood glucose (bg) was 400 mg/dl. A bolus was delivered and insulin injection administered to address high bg.